Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that implant was placed without any issues during surgical and prosthetic phase. Patient came to regular check ups. One day crown fell and doctor noticed that the reason was the implant fracture. Implant was removed and a new one was placed in the same procedure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) unknown biomet implant was returned for investigation. Visual evaluation of the as returned implant identified fracture across the middle. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Pre-existing conditions noted on the per were bruxism and low bone density (type iii). The reported device was in tooth location 36 (fdi) and was used for approximately 2 years, 6 months. Device history record (DHR) and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed as physical evaluation identified the fractured implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) during product evaluation it was determined that the implant fractured did not match the prints for a xifoss411. Instead the implant was identified as an unknown biomet implant.